Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire received stuck in lead with the guidewire tip kinked/buckled visible inside the lead tip nose. Destructive analysis was performed and the guidewire could be removed from lead by pulling it from the lead distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the balance middleweight wire got stuck in the lead and the physician could not get it out. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.